Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro¿ catheter and a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and clotting was identified on both devices. It was reported that during afib + roof-line + anteroseptal line with qmode + (very high power short duration / 90watt 4 sec) with qdot micro¿ catheter all the time and during the ablation there were no alerts. The qdot micro¿ catheter was flushed all the time. Suddenly after the ablation as the doctor did flush the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and they seen clotting-fragments inside the sheath and also at the top of the qdot. There were no patient consequences. The procedure was completed successfully. Device investigation details: no device has been received for analysis, however, the photo provided by the customer was inspected. Evaluation of the photo does not reveal any relevant information regarding the clotting fragments in the tip of the qdot device. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. Since no evidence of thrombus in the tip of the device was observed, the customer complaint could not be confirmed. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Note: h6. Investigation findings code of ¿appropriate term/code not available (c22)¿ used to represent the photo analysis results. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) it was noticed the following information was inadvertently omitted from section h10 additional manufacturer narrative of the 3500a initial medwatch report: "the product has not returned for analysis, however, pictures were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted."

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) MFR # 2029046-2023-02569 for product code d139401 (qdot micro¿ catheter) (2) MFR # 2029046-2023-02571 for product code d138501 (carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro¿ catheter and a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and clotting was identified on both devices. It was reported that during afib + roof-line + anteroseptal line with qmode + (very high power short duration / 90watt 4 sec) with qdot micro¿ catheter all the time and during the ablation there were no alerts. The qdot micro¿ catheter was flushed all the time. Suddenly after the ablation as the doctor did flush the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and they seen clotting-fragments inside the sheath and also at the top of the qdot. There were no patient consequences. The procedure was completed successfully. Additional information received indicated the indicating the clotting on the qdot micro¿ catheter was found on the edge, not on the tip. The patient was anticoagulated with heparin during the procedure, the (activated clotting time) act was stable during the whole case. The saline used was (nacl) ¿ heparinized. The correct catheter settings were set on the ngen generator and the pump was switching from ¿low¿ to ¿high¿ flow during ablation. There were no error messages.the patient has not has any neurological consequences since after the procedure.

Manufacturer narrative:
On 22-feb-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
T was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro¿ catheter and a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and clotting was identified on both devices. It was reported that during afib + roof-line + anteroseptal line with qmode + (very high power short duration / 90watt 4 sec) with qdot micro¿ catheter all the time and during the ablation there were no alerts. The qdot micro¿ catheter was flushed all the time. Suddenly after the ablation as the doctor did flush the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and they seen clotting-fragments inside the sheath and also at the top of the qdot. There were no patient consequences. The procedure was completed successfully. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection, temperature and impedance, and patency test of the returned device were performed following bwi procedures. Visual analysis revealed no thrombus residues. The temperature, impedance and patency test was performed and the device was found working correctly. No temperature, impedance or irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer could not be confirmed during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).